Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 "user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Manufacturer contacted customer on 07/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she did not currently have any diabetic symptoms. There was no medical intervention since the last call. Customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 33, 53 and 169 mg/dl non-fasting, as well as e-5 (non-fasting). The customer's expected non-fasting blood glucose test result range is 105 - 110 mg/dl. At the time of the call, the customer reported symptoms of blurry vision and nervousness. Customer declined medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 33 mg/dl and e-5 using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).